Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber began forward firing after a few minutes of fiber use. The procedure was completed using another fiber. There were no patient complications.